Event description:
The customer reported that no 12 lead ECG signal was captured for the pt. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the pt. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.